Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v850492, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that there was a loss or change of therapy. She started having break through fecal incontinence at the end of january or beginning of february. She saw the doctor and he checked her device but said he did not work with fecal incontinence so he would do anything else. When he checked the device he told her one of the wires was broken or pulled out or whatever. After the appointment she increased stimulation and her fecal incontinence had improved so she thought she might have just had a virus. When the doctor checked the device he turned her stimulation up high and she jumped off the table and felt a shock; this occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.